Manufacturer narrative:
External trauma is known to occur and considered in the rmr and communicated in the pt info.

Event description:
Pt hit on left side of head by stray basketball on (B)(6) 2011. Pt was not an observer. Developed pain, swelling, drainage, and on (B)(6) 2011 implant fell out and was lost.